Event description:
It was reported that this recent implanted pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead at 0.4mv (millivolts). The stored electrogram (egm) showed a pacemaker mediated tachycardia (pmt) episode with occasional crosstalk observed. The battery longevity is normal and further review was recommended. The device and lead remain in service. No adverse patient effects were reported.